Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a review of the system service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved replacement of 3 valves, worn out due to normal use, per normal troubleshooting procedures. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify an adverse trend for the part which was replaced on the architect i2000sr analyzer. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.

Event description:
The customer observed a false negative anti-hcv result while using the architect i2000sr analyzer. The customer indicated an initial result of 0.02 s/co and a retest (reactive) result of 8.91 s/co were generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.